Event description:
Reportedly, the instrument was difficult to remove from the trocar (bag 10mm). It could not be re-inserted. Reportedly, fragments of the device were retrieved from patient abdominal cavity and that made the surgery time a little longer.